Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lifescan alleging that his fast take meter was not working correctly. The medical affairs specialist spoke with the patient. Prior to time of concern, the patient took lantus insulin 40 units each evening and humalog insulin by scale before breakfast, lunch, and dinner. He owned the reported meter for 3 to 4 months. The meter had consistently red in mg/dl during the time that he owned it. Three weeks ago, on sunday, he tested with the meter at 2:00 pm and obtained a result of 300 mg/dl. He took 6 units of humalog insulin after testing. He went outside to watch fireworks during the evening and came inside to go to the bathroom. As he left the bathroom, he felt cold and shakey. He called his daughter. He did not test with the meter while symptmatic. At 8:00 pm, his daughter administered his 40 unit lantus insulin shot and called emt. Emt immediately began transporting the patient to the hosiptal. Emt tested the patient in the ambulance with the reported meter. The patient recalled that one emt attendant said "his blood sugar is 24.1; we need to start an IV and give him glucose." The amount of IV glucose given is not known. A result of 24.1 mmol/l converts to 434 mg/dl. A result "in the 400's" was obtained on arrival at the hospital. Therefore, the patient's blood glucose level did not change significantly after receiving the IV glucose in the ambulance. The patient felt weak and "out of it" until about 6:30 am. He was diagnosed with a urinary tract infection (ut) and admitted to the hospital for 1 week for treatment of the uti. In the hospital, the patient was told his shaking and cold felling could have been caused by the uti. The patient started testing with the reported meter after discharge and called lifescan when he noticed the decimal point in his meter readings. He thought "something was wrong with the meter." The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct units of measurement. The patient did not know how the units of measurement changed; however, he remembered emt announcing his reading in the ambulance as "twenty-four point one." Though emt misinterpreted the meter reading (for hypoglycemia) and started treatment with IV glucose, the patient's blood glucose did not change significantly before arrival at the hospital. There is no indication that the meter contributed to the patient experiencing injury and medical intervention. The complaint is classified as a product malfunction as the patient did not know how the meter units of measurement became set to mmol/l. The meter, test strips, and control solution were replaced.